Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported that during the index procedure there was a failed attempt to insert the delivery system via an 18fr sentrant sheath. It was stated by the physician that upon insertion of the delivery system, a strong resistance was encountered and it was found on removal of the device that the stent graft cover was dislocated approximately 10mm from the distal tip of the delivery system. It was reported that the graft was exposed due to a gap between the stent graft cover and the distal tip of the delivery system. It was noted that the physician checked whether the slider was turned or not and it was confirmed to not have been turned. The stent graft system was replaced with a device of the same size and the treatment was successfully completed with no issues noted on insertion of the new device. Per the physician, the cause of the event was due to product issue with delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported events could not be determined from the returned pre-implant planning drawing. Complete pre-implant CT¿s were not provided, images during implant were not available for review and the reported events could not be assessed, and post-implant CT¿s were not provided. The returned pre-implant planning drawing noted that the proximal neck was small in diameter and highly angulated. The neck diameter along the 33mm length ranged from 17 ¿ 21 ¿ 19 ¿ 17mm off-label usage. From the left renal to the bottom of the neck the proximal neck was angulated ~75 deg rt-lt, the infrarenal neck angulation relative to the distal portion of the aaa measured ~90 deg, and the aaa centerline was angulated to the distal aorta ~75 deg lt-rt. The amount of any potential a-p angulation could not be determined. The iliacs appeared non-tortuous with slight calcification; bilaterally. The right common iliac artery ranged in diameter from 11 ¿ 9 mm and the left common iliac artery ranged in diameter from 8 ¿ 9 mm. The exact cause of the failure to deliver the endurant delivery system via the sentrant sheath, as well as the cause of the gap observed between the graft cover and the distal tip of the delivery system, could not be determined from the pre-implant drawing and the information provided. It is unclear if implanting within the highly angulated anatomy and small diameter neck (off label usage) may have contributed to the events. Product evaluation summary: the device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There was a slight curve noted on the taper tip. A gap of 2.5mm (fail) was observed between the taper tip and graft cover; specification is 0.5mm. The graft was correctly positioned between the stent stop and the device spindle. There was no further damage or deformation evident to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: as per the physician, there was no defect or issue with the sentrant sheath and the second endurant device passed through the sheath without issue. If information is provided in the future, a supplemental report will be issued.